Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 30 hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. Therapy was not interrupted as the pump was switch to semi-auto mode. Troubleshooting aid was given to no avail. The iab was in use for approximately 48 hours hours. It was later reported that the patient had expired as the family chose to withdraw care.

Manufacturer narrative:
Occupation: rn, house supervisor. Additional initial reporter and occupation - (B)(6), an ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). H3 other text : device not returned.